Event description:
Same case as 2134265-2014-07171 and 2134265-2014-07173. It was reported that auto pullback failure occurred. During a percutaneous coronary intervention, an ilab was used in conjunction with a bsc imaging catheter. However, image got frozen and the device became unable to perform pullback. When the physician tried again, pullback was able to be performed. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).